Event description:
It was reported that during the pre-test of the device, the cuff would not inflate. No patient injury was reported.

Manufacturer narrative:
Sample was received in used conditions without the original packaging. Samples were filled with 5cc of air in order to see if there was any functional problem. When the sample was inflated with air, the cuff inflated without problems. However, the cuff sees asymmetrical. When the cuff was measured, the percentage for cuff symmetry was 30.5 percentage. This result is below 33.3 percentage that is the minimum acceptable. Based on the test, the unit is out of spec. The complaint is confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).